Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was opened for use on (B)(6) 2015. According to the complainant, during unpacking, a hair was found inside the sterile package of the device. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned re-entry malecot nephrostomy catheter set revealed that a black hair 5 cm long was found in the tray. The complaint device was returned in an opened/unsealed pouch. Given the event description and the condition of the returned device, it cannot be determined if the hair was within the sealed pouch prior to opening, or if it was introduced into the pouch after it was opened at the complainant location. Therefore, the most probable root cause for the complaint is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was opened for use on (B)(6) 2015. According to the complainant, during unpacking, a hair was found inside the sterile package of the device. Additional information received june 04, 2015. Procedure name is percutaneous nephrolithotomy. There was no damage to packaging and the closure seal was intact. The device never came in contact with the patient and the procedure was completed with another re-entry malecot nephrostomy catheter set. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was opened for use on (B)(6) 2015. According to the complainant, during unpacking, a hair was found inside the sterile package of the device. Additional information received june 04, 2015. Procedure name is percutaneous nephrolithotomy. There was no damage to packaging and the closure seal was intact. The device never came in contact with the patient and the procedure was completed with another re-entry malecot nephrostomy catheter set. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.